Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) verified te malfunction. The cse inspected the device and replaced the gui lcd panel. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).